Event description:
It was reported that pump declared cartridge change error and caller experienced pump malfunction that led to need for loaner pump and charging equipment. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Caller replaced cartridge and successfully loaded new cartridge, later got cgm working again, and technical support arranged out-of-warranty loaner pump with charging equipment and planned to send replacement wall adapter and close case.